Event description:
Sub-dermal leads were placed on the patient's neck and face. The leads were then connected to the monitor and a high level of audible interference was noted. The procedure had not yet begun, and the manufacturer's representative was called to room for assistance. The audible interference subsided approximately 5 minutes later and did not return. The cause of the noise was never found.